Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a broken catheter occurred. A 150/20 renegade hi-flo was selected for use. Before use at outside patient's body, it was noted that the catheter broke. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The hub, shaft and tip were microscopically examined. The device was stretched/damaged in 1 place. The stretching was from 9cm from the tip proximally to 26.5cm. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Lot number was not provided therefore a ship history of previous lots sent to the customer was reviewed DHR found no issues. The investigation conclusion was unable to be determined. (B)(4).

Event description:
It was reported that a broken catheter occurred. A 150/20 renegade hi-flo was selected for use. Before use at outside patient's body, it was noted that the catheter broke. No patient complications were reported.